Event description:
According to the complainant, during the procedure, the retrieval basket's dormia would not close resulting in the stone being pushed into the minor renal calice. The procedure was not completed due to this event. A double j stent was placed in the ureter for drainage, connected to the bladder. A lithotripsy is to be performed. Follow up received indicated that nothing detached from the device and there were no patient complications. The patient's condition was reported as "good".

Manufacturer narrative:
A visual examination of the returned device revealed a buckled sheath at the handle heat shrink and the handle heat shrink at the distal end of the blue heat shrink. The device does not function due to the buckled sheath. The customer's complaint is confirmed. The root cause for the buckling of the sheath on this retrieval device is unknown. A review of the device history record was performed, no anomalies were noted.